Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a leak in the patient line was reported and is a known cause of this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was leak in the patient line of the homechoice cassette. The technical service representative (tsr) assisted the patient with ending therapy and the patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information.